Event description:
It was observed that during the device evaluation, the colono videoscope exhibited dirt on the objective lens, causing a blurry image. There was no patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the colono videoscope components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.